Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was determined that the alarm was due to the clamp on an unused supply line being left open. The technical service representative advised the patient of proper procedures, assisted in clearing the alarm and assisted the patient in ending therapy. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that an unused supply line clamp was left open which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.